Event description:
It was reported during a thoracoscopy wedge after fire #4 the instrument locked. It was forced by the surgeon and broke. The instrument was removed, the site was bleeding at the staple line. A new atb35 was pulled and used to complete the case. 11/24/1997 the rep reports the device was more difficult to squeeze. After it was locked and a click was heard the surgeon reached up to pull the black lever to fire and had increased difficulty firing and an audible crack was heard. After this, the device fired fast and it appeared the internal mechanism was broken. It was at this time bleeding at the site was noted. There was no adverse pt consequence.